Event description:
It was reported by the patient that their vns generator changed the sound of their voice every once in awhile and the patient had their generator explanted. No further relevant information has been received to date.